Event description:
It was reported intra operatively that the leadless implantable pulse generator (ipg) exhibited high thresholds, it was also noted that the delivery system was kinked, exhibited deflection difficulty/deflection control broken and deployment button broken with deformation of the system. The leadless ipg and delivery system was attempted/not used and replaced by another leadless ipg. The second leadless ipg exhibited high thresholds, low impedance due to poor contact between ipg and tissue and premature depletion. It was also noted that the delivery system exhibited a kink. The leadless ipg was implanted and then later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.